Event description:
Following a diagnostic procedure, an angio-seal device was placed an dhemostasis was immediately achieved. The patient was discharged six hours later (as outlined in the instructions for use), with good pulses. However, the following day while the patient was walking (not vigorously), he felt a "pop" following which a hematoma formed and ecchymosis developed. The physician saw the patient on 06/24/1997, at which time the patient pulses were good. An ultrasound was performed, which showed a pseudoaneurysm and venous thrombosis. The patient was taken to surgery to repair the pseudoaneurysm and remove the device. Follow-up conducted on 07/17/1997 confirmed the patient tolerated the procedure well, and remains without sequelae.